Event description:
Syringe pump infusing dexmedetomidine at 0.7mcg/kg/hr (2.08ml/hr), with syringe initiated at 1506. At 0345 the following morning, syringe pump stopped infusing with channel dysfunction message, and pump shutdown. Would not restart until placed in different channel.did not occur during programming, stopped infusing without warning. Nurse at beside but not actively touching the pump.this facility has had more than one similar event with this manufacturer's device within the last week.